Manufacturer narrative:
H3: analysis found visually, the spiral wrap was broken 0.45 inches from the distal end of the diamond grit tip to the break point when returned. There was contamination compacted onto the tip and distal portions of the outside diameter of the outer tube. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery (fess) , the tip of the bur was broken into 2 pieces when the doctor used the bur for about 40 minutes. So, the doctor changed a new bur to complete the surgery. There was no damage to tip when checked prior to use. There was no patient injury.